Manufacturer narrative:
Updated fields. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. It was later reported by the patient they experienced vocal paralysis related to intubation and shortness of breath while speaking. No vocal paralysis was reported by the patient during therapy titrations on (B)(6) 2024. The patient was seen by a different physician on (B)(6) 2024, and an injection to the vocal cords was performed. A follow-up appointment occurred on (B)(6) 2024. It was noted the patient didn't have any voice changes during the follow-up appointment, either when the device was increased, decreased, or temporarily off. In the opinion of the physicians, the vocal cord issue was not related to barostim. A new ef measurement and follow-up appointment were planned but not yet scheduled. Barostim therapy was turned off on (B)(6) 2024. No immediate change to the patient's status was reported. At a follow-up appointment on (B)(6) 2024, the patient was dismissed from one of their physicians as they were verbally abusing the staff and physician. The patient reported two otolaryngologists are not able to address their vocal cord issues. It was also noted that the patient was considered a difficult patient by the office staff and had somewhat unrealistic expectations of barostim, including that the device could be turned up as high as it could go and that would resolve all their heart failure concerns. The patient was also scheduled to have his ICD upgraded to a biventricular implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined, though it was reported by the patient to have been related to the implant procedure intubation. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. It was later reported by the patient they experienced vocal paralysis related to intubation. No vocal paralysis was reported by the patient during therapy titrations on (B)(6) 2024. The patient was seen by a different physician on (B)(6) 2024, and an injection to the vocal cords was performed. A follow-up appointment occurred on (B)(6) 2024. It was noted the patient didn't have any voice changes during the follow-up appointment, either when the device was increased, decreased, or temporarily off. In the opinion of the physicians, the vocal cord issue was not related to barostim. A new ef measurement and follow-up appointment were planned but not yet scheduled. Barostim therapy was turned off on (B)(6) 2024, and a follow-up appointment was scheduled for (B)(6) 2024. No immediate change to the patient's status was reported. It was also noted that the patient was considered a difficult patient by the office staff and had somewhat unrealistic expectations of barostim, including that the device could be turned up as high as it could go and that would resolve all their heart failure concerns.